Event description:
Health professional reported that a "leak was found in the tubing at the end of the port prior to where it joins the band" of a lap-band device. It was noted that pt was "not getting restriction, not losing weight, and starting to lose fluid volume." The surgeon added ".5 cc to the original 8.1 cc" of fluid in the band, but at a later date, they could only "pull back 3.1 cc". During this fill appointment, a "port check was performed." The pt reported "not getting satiety" and the lap-band device was "not holding volume." The pt came in again for a fill appointment and the "band was filled to restriction" but later the pt called back and reported there was no longer any "restriction." The port was removed and replaced. No diagnostic testing was conducted.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction.